Event description:
Reporting status: malfunction. Reporting rationale: there is a possibility of a loose stent dislodging in the pt anatomy which could lead to injury or require medical intervention. Device issue: loose stent. It was reported that the stent and delivery sys while in the pt. The stent and delivery system were removed as one. No add'l event or pt info is available.

Manufacturer narrative:
Qa analysis revealed that the stent delivery sys (sds) was returned with blood visible in the guide wire lumen. There was no contrast visible. The stent implant was not on the balloon, but loose on the distal shaft 2cm proximal to the proximal seal. There is no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon where the stent implant had been between the markers. There was no damage noted to the sds. The outer diameters of the stent implant were measured in a laser micrometer. The outer diameters were oversized and did not meet mfg criteria. Prod performance engineering reviewed the incident info and analysis of the returned rx ultra stent delivery sys (sds). It was reported that the stent became loose on the sds while inside the pt. Historical data suggests that stent dislodgement may be caused by, but not limited to, improper or inadequate crimping at the time of MFR, positive pressure during prep, negative pressure during sheath removal,interaction with other devices and/ or anatomy, and lesion morphology. Analysis of the sds noted blood visible in the guide wire lumen which is consistent with inserting the sds into the body. It was confirmed that the stent was loose and found on the distal shaft. This is consistent with that of which occurs as a result of an interaction between the mounted stent and the anatomy and/or accessories during advancement of the device. Crimp marks were observed on the tightly folded balloon between the markers, indicating that the stent had been properly positioned at the time of MFR. The stent outer diameter dimension was oversized. However, because stent outer diameter is verified 100% at time of MFR and testing units in this lot were all well within required spec, this oversizing most likely occurred at the time of stent movement, as it is expected that the stent would expand during travel over the balloon. Additionally, all online testing for the lot in question met stent movement criteria, which would indicate the unit had an adequate crimp. The lot history records were reviewed and there were no non-conforming material reports issued for this lot that were related to the reported loose stent. The release testing data was also reviewed. Samples from this lot all passed testing for stent placement, crimped stent outer diameter, and stent movement, indicating the units had an adequate crimp. In this case and with the info rec'd, the reported difficulties appear to be related to the operational context of the device; however, a conclusive root cause cannot be determined. There is no indication of a mfg quality issue. There does not appear to be any indications of a prod quality problem. Prod performance engineering will trend and monitor the experience circumstances. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the prod perf group.